Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. Patient described the area as itchy and having blisters, one of which opened. There was no alleged device malfunction contributing to the irritation. Patient reported her spouse cleaned the area with peroxide and added antibiotic to it, then put a thin piece of gauze. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.